Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports reduced hearing with the device since one week.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information about possible re-implantation is available yet.

Event description:
The user reports reduced hearing with the device since early (B)(4) 2018.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. The recipient has been re-implanted and information on the device explantation report form states that the device could be slightly rotated at explantation surgery most likely due to an inadequate fixation of the device. An accident or impact might have also weakened the fixation of the implant and damaged the active electrode. However to determine an exact root cause a device investigation of the explanted device would be necessary. However the device has not been received for investigation yet.

Event description:
The user reported reduced hearing with the device since early (B)(6) 2018. The user has been re-implanted.

Event description:
The user reported reduced hearing with the device since early (B)(6) 2018. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient has been re-implanted but the device has not been received for investigation yet.

Manufacturer narrative:
Damage to the active electrode, caused by minute device mobility, was determined to have led to device failure over time. Reportedly the device could be slightly rotated at explantation surgery, likely caused by inadequate device fixation. Also, an accident or impact might have weakened the fixation of the implant and could have caused electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported reduced hearing with the device since early (B)(6) 2018. The user has been re-implanted on (B)(6) 2018.